Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set blockage is located in the tubing event on (B)(6) 2026. The infusion set was in used for more than seventy-two hours. No further information available.